Event description:
Fluctuating threshold reported on the atrial channel. Atrial capture control measured 1.9 v threshold on (B)(6) 2021 which was notably higher than at implant. On (B)(6) 2021 thresholds of 1.9 v and 1.0 v were measured. Microdislodgement was suspected though chest x-ray showed no movement of the lead. Lead to be monitored and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.